Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A charge/boot text was performed and passed. A manual sound test was performed and passed. A wiggle test was performed and passed. A receiver functional test was performed and passed. The receiver was opened for internal inspection and the inspection passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The patient stated there was no audio output which caused her to miss a low alert at her threshold setting of 95 mg/dl. She stated that she fell unconscious due to a hypoglycemic episode. An ambulance was called by her husband and two police officers with the county ambulance came to check her. She stated that while she was unconscious they gave her a cup of cranberry juice and some crackers to make her blood sugar go up. She was revived 15 minutes later. At the time of the report the following day she was feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.